Manufacturer narrative:
The affected pinch valves were investigated by the manufacturer and it was concluded that the material did not meet specifications. Investigations of the valves determined that the failure was caused by a shortage of lubricating oil due to the following: 1) the temperature of the iron core of the pinch valve gets higher due to the system being in rack reception mode. 2) liquid enters the pinch valve during pinch valve tubing replacement. The system will generate errors indicating abnormal low signal or abnormal measuring cell condition in case the pinch valves become defective. If a pinch valve malfunction occurs when running calibration or controls, it can be detected because the system will generate alarms indicating qc error or calibration result abnormal.

Manufacturer narrative:
The field service engineer changed the pinch valves. This event occurred in (B)(6).

Event description:
The initial reporter states they have been having ongoing issues with abnormal low signal alarms on their cobas 8000 e 801 module. They received the alarm on 25-nov-2020, and several patient samples had results accompanied by a data flag indicating low signal. The customer repeated patient samples, and determined one patient sample had discrepant results for elecsys ferritin. No units of measure were provided. The sample initially resulted with a ferritin value of 463 and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 942. The ferritin reagent lot number was 462033.